Manufacturer narrative:
Section a - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had passed away. The patient remained on right ventricular assist device (rvad) support from their heartmate 3 implant on (B)(6) 2025. The patient developed a very resistant pseudomonas bacteremia and was not progressing off the rvad. The family decided to remove care and stop both the left ventricular assist device (lvad) and rvad.